Event description:
It was reported "doctors using stapler on patients then it got jammed, cannot work anymore" no patient harm or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the first three staples were misaligned. The stapler was received with 20 staples left in the cover block, indicating that at least 15 staples were fired by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon functional inspection, the first three staples were all unable to properly form. It appeared that the misalignment of the staples prevented them from firing properly. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. A device history record review was performed, and no relevant findings were identified. The source of the staple misalignment could not be conclusively determined at the time of this investigation. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The stapler was returned with the first three staples misaligned. Upon functional I inspection, the first three staples were unable to fire properly due to the misalignment. The sample was disassembled. Die casting anomalies were observed on the forming tool. The source of the staple misalignment could not be conclusively determined. A non-conformance was previously opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "doctors using stapler on patients then it got jammed, cannot work anymore" no patient harm or injury reported. The patient's current condition is reported as "fine".